Event description:
Nurse attempted to clear pump totals and no button would push making him unable to change infusion screen for kvo infusion. Nurse opened pump door and pump continued to indicate it was infusing even without tubing in pump.